Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found plate haptic torn and pieces torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in patient's right eye. The lens was removed due to excessive vaulting, causing angle closure and persistent increase iop. Lens was exchanged for a shorter lens and different diopter size. The surgeon used the original incision to remove the lens. The incision was not enlarged and no suture required.